Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2026, per documentation from the pump partner via email, it was reported that the patient experienced inaccurate readings. At the time of the event, they utilized an unspecified tandem insulin pump. The sensor insertion date and sensor location were not provided. The patient contacted the insulin pump manufacturer for troubleshooting and pairing assistance. The pump partner indicated, the patient ¿reported high bg due to inaccurate cgm readings and was hospitalized.¿ the event occurred on (B)(6) 2026. The cgm values were 143-150 mg/dl, and the bg fs value obtained at the hospital was 525 mg/dl. No symptoms, treatment, or other details were provided. Attempts to contact the patient to obtain additional information were unsuccessful. There was no information provided which indicated the hospital visit exceeded 24 hours. Although requested, no other information is available. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.